Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable and fragment fell, an investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted nephrectomy, the cadiere forceps was noted to have a broken cable. It was reported that a fragment fell into patient and was retrieved during the same procedure. No post operative tests were performed. The procedure was completed with no patient injury and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown what surgical task was being performed when the device fragment fell inside the patient. It is unknown what the surgeon believes caused the instrument to break or caused the fragment falling issue. The instrument did not function properly from the beginning. The instrument did not collide with any other instruments or other hard material during the surgical procedure. It is unknown if the fragment fell inside the patient during an instrument tip / accessory collision. The fragment was retrieved with a laparoscopic grasper. The procedure was completed robotically. The retrieved fragment will not be retuned back to isi for evaluation because it was very small. No photographic images of the device(s) or a video recording of the procedure are available for intuitive surgical review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed, and failure analysis found to have frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.072¿ - 0.174¿ in length and were not aligned with the tube axis. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.